Event description:
The manufacturer received information alleging device is giving a strange odor. Smells like a chemical burning. Weird taste in mouth. Device has strange odor, other thermal issue, headache. Related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 07, 2024, and section h10 should be reported as: the manufacturer received information alleging device is giving a strange odor. Smells like a chemical burning. Weird taste in mouth. Device has strange odor, other thermal issue, headache. Related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Thermal event on humidifier harness connector and pca at j9. See inv0636. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. Top enclosure screw boss broke during re-assembly the sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.